Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000103585.

Event description:
It was reported that one of the patient's leads had low impedance. As a result, surgical intervention took place in which the leads were repositioned on (B)(6) 2023 to address the issue. It is unknown which lead had low impedance.

Manufacturer narrative:
E1: customer information was updated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.